Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 07/10/2020 under wo # (B)(4) and shipped on 07/28/2020. Manufacturing record review: dhrs 280416 & 280392 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action: the customer was provided with a new unit while the returned unit discarded. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "interim output". Repair tech stated "verified - not repairable". Ro (B)(4). 1216677-2021-00110 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "interim output". Repair tech stated "verified - not repairable". (B)(4). Leep precision generator lp-20-120. E-complaint- (B)(4).